Event description:
A customer reported that a highly myopic patient underwent bilateral lasik surgery. The result was unexpected post-operative refraction and loss of best corrected visual acuity (bcva). This report concerns the patient's right eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).